Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device delivered five shocks to the patient where in the first shock the patient fell down and woke up in the hospital. The patient stated they were walking up the stairs when the first shock came, and in the shower when they received four more shocks. Attempts to gain additional information have been unsuccessful. The device remains implanted at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.